Manufacturer narrative:
.

Event description:
It was reported that the pt had an MRI 2 days to a week ago. The MRI caused the pt's pump to stall. The pt came to the hcp's office for a dose adjustment and it was noted that there was a motor stall message in the attention dialogue box. A tube set message was also noted. It was reported that the pt did not get the pump checked pre and post MRI. The hcp was able to successfully update the pt's dose change. It was reported that the pt did not have any symptoms. The pump logs had not been checked to confirm that a motor stall recovery had occurred. The drug contained in the pt's pump was not reported.